Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that the vela ventilator had no exhaled volume and it was also experiencing auto cycling. The customer advised that there was no patient involvement during this incident.